Event description:
On (B)(4) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant hematocrit result of 34% following a result of 20% within six minutes on a (B)(6) year old female patient presented for aneurism surgery. There is no further patient information at the time of this report. The customer states that product is not available for investigation. Hb hct time9.5 28% 0430 11.9 35% 14067.5 22% 14479.9 29% 15088.2 24% 15478.2 24% 16056.8 20% 162811.6 34% 1634 (unexpected result)15.0 44% 174714.6 43% 2219based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 02/13/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.